Event description:
Event description cpi received information that this defibrillation system was exhibiting inappropriate shocks. Upon inspection, a break was noted at the endotak dsp rate sense is-1 connector.